Manufacturer narrative:
(B)(4). Batch # = n90g1z. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining (B)(4) clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was using the device to put clips on the staple line when the clips started to become malformed and get caught in the jaws of the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.